Manufacturer narrative:
For the last calibration performed on 30-mar-2019, calibration signals were slightly lower than expected. There were no alarms on the calibration. Quality controls were acceptable indicating there was no issue with the reagent. The number of sample tube inversions was inadequate. Centrifugation time and speed were too high. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for two patient samples tested with elecsys estradiol iii assay on a cobas 8000 e 801 module. The incorrect results were reported outside of the laboratory where they were questioned immediately by a medic as they did not match the history of the patients. Both samples were initially processed and aliquoted on a modular pre-analytics system prior to initial testing on the e 801 analyzer. The primary tubes of each sample were used for repeat testing. The repeat results fit the condition of the patients and aligned with the medical history of each patient. The first patient sample initially resulted with an estradiol value of 649 ng/l, repeating as < 5 ng/l accompanied by a data flag. The second patient sample, from a female patient, initially resulted with an estradiol value of 611 ng/l, repeating as 8.76 ng/l. No adverse events were alleged to have occurred with the patients. The estradiol reagent lot number was 35957900, with an expiration date of 30-sep-2019.

Manufacturer narrative:
The alarm trace indicated on the date of the event that there were a number of short samples measured and a number of sample foam detection alarms were identified. The investigation did not identify a product problem. The cause of the event could not be determined.